Event description:
The pt's wife reported that the pt obtained inaccurately low blood glucose readings with the device. On an unk date within the last 2 weeks, the pt performed a side by side blood glucose comparison with the first bottle of test strip from the box and his meter versus his nurse's meter and test strips (type unk). He obtained results of 116 and 241 mg/dl respectively. The first bottle of test strips was opened approx 2 months ago. On 9/24/96, the contact opened the second bottle of test strip from the same box and obtained a blood glucose result of 14 mg/dl. The desiccant is in the bottle. The pt's meter was set to the appropriate code when all tests were performed. With the representative, the contact performed a normal control solution test with both the first and second bottles of test strips (sol lot ve076, exp 5/98). The control solution was opened two or three days ago. With the first bottle, the contact obtained a normal control solution test result of 101 mg/dl (normal control solutions range: 103-155 mg/dl). With the second bottle she obtained a control solution result of "not enough blood" (normal control solution range: 103-155 mg/dl). She had a sufficient amount of control solution on the test pad. She shook the control solution before she applied the sample to the test pad. Also with the representative, the contact obtained a check strip result of 74 versus a check strip range of 70-92. The pt stores his test strips in his kitchen.